Manufacturer narrative:
The field service engineer reported that the battery was replaced, and device was tested for performance verification after the repair was completed. The device passed testing successfully.

Event description:
The customer reported that the battery does not charge. The field service engineer (fse) assessed the unit and found that the internal battery is completely depleted. The battery needs to be replaced. Review of the drpt found battery failed error code. The battery date is less than 5 years old. The customer reported that the unit was not in use on a patient. The issue was discovered during testing. Per the field service engineer, the battery will be replaced to address the reported issue.